Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found it was functionally ok with insignificant anomalies. Evaluation conclusion code was updated.

Event description:
Additional information received from the manufacturer's representative reported the replacement of the implantable neurostimulator (ins) occurred in the same pocket, just at a more shallow level. The patient was receiving effective therapy since the ins replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) difficulty charging, presumed to be too deeply implanted. The patient visited her implanting provider and a revision was scheduled got (B)(6) 2015 to revise the pocket. The rep reported on the day of surgery that the reason for the revision was coupling issues. The patient has had coupling issues since implant. The physician may replace the implantable neurostimulator (ins) or may decide to just revise the pocket. The indication for use included spinal pain. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.